Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. However, reporter stated that the device restarted without the error message reoccurring. Sent logs for further analysis. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had a message on the screen during start-up "open initiating vent start mode, interface error sensed". Furthermore, there was no patient associated with this issue.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to software problem. Investigations performed by imt on similar cases proved that this failure can be reproduced in the lab and the user cant start the ventilation as the unit is in stand by mode. This failure classified as "permanent apphang while device in standby mode". As a resolution, bug fix improvements will be implemented on next sw release.